Event description:
It was reported that a product complaint was received from oslo university hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads ( pcn# 318-02-02 and pcn# 318-02-02). Also experienced leak from an extra small pad during this period ( pcn# 317-03-02). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples are used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children. Per sample evaluation results received on 12oct2023, stated that two kinks in the pad tubing were found during sample evaluation. Per investigation findings on 16oct2023, stated that two kinks in the pad tubing observed in sample evaluation.

Manufacturer narrative:
The reported issue was confirmed cause unknown. The root cause of the reported issue could not be determined. A potential root cause is incorrect setup causing pad lines occlusion. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Two photo samples were also received for this investigation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted two minor kinks present. Record was created to capture the kinks. Hydrogel was not uniformly spread across the gel pad. Hydrogel easily clumps, rubs off, and adheres to glove when pressure is applied. Refer to photos attached in investigation overview element. Hydrogel leakage was also confirmed in the photo samples, which both show clumps of gel which had come off of the pad and adhered to the patient's skin. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. If desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a product complaint was received from (B)(6) hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads (B)(6). Also experienced leak from an extra small pad during this period (B)(6). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples are used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children. Per sample evaluation results received on 12oct2023, stated that two kinks in the pad tubing were found during sample evaluation. Per investigation findings on 16oct2023, stated that two kinks in the pad tubing observed in sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.